Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the right ventricular (rv) lead was found to be damaged. Fluoroscopic imaging and visual examination were performed to confirmed lead insulation damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.